Event description:
Large volume infusion baxter pump appeared to infused too slowly. The rn added 300ml volume and after 300ml infused there was still another 100 ml to go. When the rn was transfusing blood, she used the standard blood transfusion tubing. She did not keep the tubing or take a picture before she threw it away.